Manufacturer narrative:
Submitted: (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox record revealed loss of prime warnings. On testing, the pump powered on and displayed the verify screen as intended. The pump was successfully primed and exercised for 24 hours without any loss of prime occurring. The force sensor was evaluated and calibration was found to be out of specification. The pump was opened for investigation and revealed no damage or defect of the force sensor assembly. The force sensor resistance was noted to be within specifications. The display was noted to be dim and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, discolored display.